Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in an unspecified vessel. The physician successfully ablated the lesion and removed the rotablator burr. When the rotawire guide wire was removed, part of the wire remained inside the patient. The guide wire fragment will be removed by surgery. Patient's status is reported as stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).